Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2021 due to the patient experiencing loss of fluid; their device wouldn't pump up. Additional information received indicated there was broken tubing.

Manufacturer narrative:
Titan touch pump, and detached inlet tube with connector were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with the detached tubing or connector. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient experienced loss of fluid, their device wouldn't pump up. Their pump was explanted and replaced. Doctor removed the pump due to broken tubing. Replaced with same touch pump. No other adverse patient effects were reported.